Event description:
It was reported that the health care professional (hcp) requested a review of two stored ventricular episodes for this cardiac resynchronization therapy defibrillator (crtd). Technical services (ts) reviewed with called and agreed there were some oversensing that does not line up with atrial sensing and seemed to be a wide complex on the right ventricular (rv) channel that was being double counted by the device. It was noted that the patient recently was implanted with an optimizer. The crtd has been implanted for four years and the lead for 17 years with no other similar events which suggests the optimizer with higher intrinsic rate might be the cause. Ts noted it is unlikely to be a drop in the rv wave. Ts noted that in one of the episodes with oversensing the anti-tachycardia pacing (atp) appeared to accelerate the rhythm which caused the patient to pass out, however it was self terminated successfully. This crtd was successfully reprogram to three different zones so that there are discriminators on and a monitor zone to monitor for vt and svt. This crtd remains in service. No additional adverse patient effects were reported.